Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt received an scs system on (B)(6) 2011. It was reported that the doctor had explanted and replaced one of the pt's lead because the right lead exhibited invalid impedances on all contacts and pt lost stimulation. The replacement resolved the issue. No further info is available at this time.